Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider". It advises, "if your glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod".

Event description:
The customer's mother reported that her son experienced high blood glucose results while wearing a pod. She no longer had the pod, but provided the following history: time: 12:00am, blood glucose result (mg/dl): 298, 3:00 am, 268, 7:28am, 223, 10:00am, 416. She stated that there was a kink in the cannula. She said that she changed the pod, and his results returned to normal levels.